Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during a lap chole emergency procedure, a choldoscopy was required, using the karl storz flexible scope. The grasping forceps were used, including 2x grasping pads. Once used, one of the pads were missing. It was found in the patient peritoneum. Grasping pad was then removed but procedure was prolonged. Since medical/surgical/diagnostical intervention required and procedure delay 15-60 mins.